Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 37791, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported by the consumer that there was a problem with the recharging equipment and she wanted it replaced. The patient had the belt on the implant and the implant would not charge. The patient was sure the problem was with the implant or the recharger. There was a poor communication screen on the patient programmer. Additional information received from the consumer reported they were not able to communicate with the implantable neurostimulator recharger. The patient could not recharge and requested a new antenna recharger. The patient last felt stimulation and successfully charged in (B)(6) 2014. The patient had not charged because she had two surgeries and had been in a rehab facility. It was further reported that the consumer was still having the same issues with her implantable neurostimulator. Additional information received from the manufacturer's representative reported that the patient had lost their recharger and their device was in overdischarge. It was noted the patient kept cancelling appointments so the representative was going to follow-up with the healthcare provider. Additional information received from the patient via the manufacturer representative reported that the patient had not charged her device for "around two years" and it was overdischarged. The patient stated that she had a lot of medical issues and that she had not charged her battery for quite some time. The patient tried charging a few months ago with no success. They were unable to read or charge the battery and a physician mode recharge was performed without success. The physician scheduled a replacement for (B)(6) 2016. The issue was resolved at the time of this report. The indication for use was lumbar radiculopathy. If additional information is received a follow-up report will be sent.